Event description:
On (B)(6) 2012 the reporter, the patient's father, contacted animas to report the pump had intermittent power. The reporter noted there was moisture in the battery compartment; the pump had been exposed to water. There was no damage to the battery compartment or battery cap and the battery cap was secure. The issue was not resolved. There was no patient injury associated with this issue.

Manufacturer narrative:
The pump has been returned to animas; however, the investigation has not been completed. No conclusions can be drawn at this time. Once the evaluation has been completed a supplemental report will be filed. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
(B)(4): evaluation revealed that there were reboots observed in the black box and there were no related alarms in the alarm history. There was corrosion found in the battery compartment. A test battery cap was used for evaluation and the pump powered on normal with no alarms. The pump was exercised for 24 hours with no power loss issues occurring. There were no leaks found during the leak test. Unrelated to the complaint, evaluation revealed a scratched display screen and the keypad symbols were worn, which has no effect on insulin delivery function.